Event description:
Additional information received reported the patient was unable to leave her home to be seen for reprogramming. The patient/patient's family was going to contact a manufacturer representative at a later date to attempt troubleshooting over the phone. Additional information has been requested but was unavailable as of the date of this report.

Manufacturer narrative:
Programmer model 3037, serial # (B)(4), lead model 3093-33, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown.

Event description:
It was reported that the patient experienced several falls approximately one year ago. Following the falls, the patient began experiencing a loss of therapeutic effect, including an overactive bladder and urinary retention. The patient also experienced concurrent fecal incontinence. Additional information has been requested, but was not available as of the date of this report.